Event description:
It was reported that the magnet tone emitted multiple times per day for 1 to 1.5 minutes. The device was explanted. No patient complications have been reported as a result of this event.